Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured approximately 41 cm from the terminal pin. In addition, at that same location, there was insulation damage. Only the explanted portion of the lead was returned and analyzed. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedances that were greater than 2500 ohms and loss of capture. During the revision procedure, the physician experienced removal difficulty which resulted in half of the lead being left in the patient. The portion of the lv lead that was left in the patient was surgically abandoned and the rest was explanted. The portion that was explanted showed visible signs of insulation damage and was fractured. This portion will be returned for analysis. No additional adverse patient effects were reported.

Event description:
Additional information was received which indicated that as the lv lead was not replaced successfully during the revision procedure, the patient was brought back in to have epicardial leads placed. The procedure was successful. No additional adverse patient effects were reported.